Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in an unspecified pd infection. The breach in aseptic technique was further described as improper operation of the nurse during pd therapy. The pd infection was manifested by fever and cloudy effluent. On an unspecified date, the patient was hospitalized and treated with unspecified medication for the event. A week after being discharged from the hospital, the patient experienced pd infection again which was manifested by fever and abdominal pain. The patient was treated with unspecified medication for the event. Pd therapy was continued during the treatment. The patient outcome was not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the events occurred from the end of (B)(6) 2023 to the beginning of (B)(6) 2023. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.